Event description:
In 2008, the patient reported that he was admitted to the hospital with ketoacidosis and was in the ICU (intensive care unit). He stated, that six days earlier, his blood glucose measure "hi" (over 500 md/dl) on his blood glucose meter when he woke up at 8am. He bolused 20 units of insulin through his infusion device. He stated that his blood glucose typically lowers within 2-2.5 hours, but 3.5-4 hours after the bolus his blood glucose measured 470 mg/dl. He then injected 20 units of insulin via syringe. Three days later, he disconnected from the infusion device and used injection therapy to control his blood glucose. He stated, that he changed his infusion tubing and infusion site 8 times in 2008 and he used 4 different vials of insulin and 4 insulin cartridges to troubleshoot. One days later, he went to the emergency room at 12pm and was admitted to the ICU at 6pm. He was treated with an insulin IV. He stated that he believes his blood glucose measured over 400 mg/dl when he arrived at the hospital and on the morning, two days later, it was within his normal range (150-200 mg/dl). He stated, that he has had health issues since november of 2007 and stated it may be due to his blood pressure. He stated he has had constant diarrhea. When he arrived at the hospital he was dehydrated and was very weak. He stated the hospital was disconnecting him from the insulin IV and he would be reconnected to his infusion device. Upon follow up one day later, he stated that the hospital physician advised him against taking his blood pressure medication and to see his regular physician. His regular physician prescribed the blood pressure medication due to dizziness, stumbling, falling, and passing out. He has not experience these symptoms since beginning use of the medication. The regular physician advised the patient it was up to him to discontinue use of the medication. The patient stated that since discontinuing use of the medication he has felt dizzy, weak, and has been stumbling. He stated that he does not believe the infusion device is the cause of his issues. Further attempts to follow up were unsuccessful. Product was replaced and requested to be returned for evaluation.